Manufacturer narrative:
On 2-feb-2022, the investigation on the suspected medical device was updated. Investigation summary (update): mentor then conducted visual inspection and microscopic examination of the returned device. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-aug-2021, the suspected medical device was returned for evaluation. On 6-aug-2021, the investigation on the suspected medical device was completed. Investigation summary : the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. Mentor did not receive permission to perform destructive testing.  As a result, the analysis from the product evaluation lab was limited to non-destructive testing, and we could not conclusively determine the root cause of the rupture. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-aug-2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 325cc mentor memorygel breast implant prostheses (catalog #: smpx325, left serial #: (B)(6), right serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms. Initially, it was reported that the patient experienced bilateral rupture. However, additional information revealed that the patient actually experienced bilateral capsular contracture (unknown grade) and left-sided rupture. Upon explantation, the left-sided device was confirmed to be ruptured, and the right-sided device was confirmed to be intact. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with two 300cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture. The diagnosis was confirmed via physical examination on (B)(6) 2021. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This report is for the left-sided prosthesis.